Event description:
A surgeon reports that a pt is having problems with increased astigmatism and blurry vision following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested 07/25/2008, 07/28/2008 and 08/07/2008 by phone, fax and mail. Patient records were received. A completed questionnaire has not been received.